Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating withing specifications. The device passed all functional testing.

Event description:
It was reported that the customer was hospitalized due to unexplained high blood glucose. Caller stated that the customer's blood glucose reading at the time of hospitalization was high. Caller stated that the customer is pregnant and she was having a pain. Caller declined to troubleshoot, she requested to replace the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.